Event description:
Customer reports back to back testing on the same meter using the advantage system with results of 250mg/dl and 100mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.

Manufacturer narrative:
Additional concomitant medical products:isosorbide monitrate 60mg/1 d; calcium tablets 250mg/2 twic - 8 years; aspirin - 8 years 325mg/ 1 daily; metoprolol 50mg/ 2 daily - 21 years; avandia 4g/1 daily - 7 years; furosemide -19 years 40mg/1 daily; ib 400mg/ 3 daily as needed - 3 years; zocor 80mg/1 daily - 7 years; nitrostat - 19 years 0.3mg/ as needed; tylenol 500mg/1 4-6 hrs as ne - unknown.